Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Failure to follow steps/instructions. The device instructions for use states do not deflect the sleeve more than 90 degrees as this can damage the device. The clip delivery system is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed for the inability to move both grippers at the same time, which has potential to cause or contribute to serious injury. It was reported that only one gripper raised during device preparation of the mitraclip delivery system (cds). Additionally, the sleeve was curved more than 90 degrees. The device was not used. Another cds was used to complete the procedure with good patient outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned device was investigated and the reported gripper actuation issue was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Reported information indicates the shaft was curved more than 90 degrees. It should be noted that the clip delivery system (cds) instructions for use warns, do not deflect the sleeve more than 90 degrees during the inspections below. Use of damaged product may result in cardiac injury. All available information was investigated and a definitive cause for the reported gripper actuation issue could not be determined. It is possible that the cds experienced compressive forces on the gripper lumens when the cds was curved more than 90 degrees, resulting in excessive tension on the device and inability to properly actuate the grippers. During the returned device testing, the grippers were able to actuate with no curves on the device, which indicates that the reported gripper actuation issue was related to user technique; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.